Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
It was reported that the needle broke within the scope during a diagnostic procedure. Another needle had to be opened to complete the procedure. There was no patient injury or harm reported due to the event. No user injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customers representative response and updates regarding the event reported. Further communication with the customer the following information conveyed: the intended procedure was completed with similar device. No other information provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation, customer follow up response and sbc (service business center) final investigation. The subject device was inspected and evaluated. Visual inspection on as received condition was performed. Dried blood inside needle sheath consistent with use was observed. The sheath appeared to be slightly bent close to the proximal end. The stylet was in placed and extended out about 37mm when the handle was pushed all the way down the scale. Additonally, it was observed that the needle was missing, and the clearance between the hypo tube and needle tube end about 57mm. However, the sheath stayed in place when it was pushed or pulled at the handle boot. The handle section is functioning properly. Evaluation confirmed the needle broke, missing, and not returned. Follow up communication and response from the customer conveyed that portion of the needle was retrieved from the patient but was misplaced, therefore was not returned . The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. Based on the observations of heavy usage and bent sheath, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. IFU (instructions for use) on page 13 of the device IFU (pn0008807_ah), it states: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor complaints for this device.